Event description:
Customer's daughter reported via phone, customer insulin pump was not delivering insulin. Customer's blood glucose went up to 26 mmol/l and it wasn't lowering after the bolus. Customer had taken the device placed it on the table, performed a bolus, and insulin didn't exit and the device didn't alarm. Customer treated with manual injection and blood glucose lowered and was hospitalized. Customer's daughter stated customer's blood glucose lowered due over delivering insulin. Partial troubleshooting was performed. The drive support cap was normal. Customer got on the phone line, declined further troubleshooting and requested the device to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test also, the insulin pump alarmed properly during testing. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.